Event description:
Product leaked during the procedure and was replaced during the case. Approximately 5cc's of patient blood loss was noted during unit change out. No ptient complication has been reported.